Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
The patient had an atrial fibrillation procedure performed on (B)(6) 2025. Then in may of 2025, the patient presented with symptomatic pulmonary stenosis. It was subsequently discovered that the patient had pre-existing small pulmonary veins and on pulmonary vein stenting had devolved a dense keloid type reaction of the patient's intra-atrial septum from transeptal puncture. The physician alleges that it is a unique combination of underlying anatomy and strong fibrotic reaction. The physician also alleges that the tactiflex catheter may have caused or contributed to the pulmonary stenosis as the physician exclusively used tacticath bidirectional d/f for the af procedures previously.